Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: l3-4 wide decompression. L3-4 anterior posterior column arthrodesis, done through a single posterior incision. L3-4 instrumentation. Insertion of interbody cage, l3-4. Use of allograft bone. Placement of epidural catheter. Preoperative diagnosis: status post l4-s1 fusion. L3-4 stenosis with spondylolisthesis. Implants: seaspine pedicle screws. Stanchion matrix cage. Spine frontier facet fuse. Rhbmp-2/acs. Per-op notes: "within the disc space, I placed abundant the vitoss ba for the interbody fusion. This was followed by a cage that was impacted and rotated into place. Gentle compression was then applied across the screws and these were torque tightened. I decorticated in and around the facet joint, or the left side at the l3-4 level. I placed rhbmp-2 in the lateral gutters and in and around the facet joints for a posterior arthrodesis. I then placed a facet screw. On (B)(6) 2011 the patient underwent: hardware removal l3-4 with exploration of lumbar fusion and takedown of pseudoarthrosis. L3-4 pedicle screw instrumentation. L3-4 revision posterior lateral fusion. Use of rhbmp-2/acs. Use of intraoperative fluoroscopy. Preoperative diagnosis: status post revision l3-4 fusion with subsequent pseudoarthrosis. Implants: seaspine pedicle screws, rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.